Manufacturer narrative:
The reagent lot number is 70129101. The expiration date is 30-nov-2023. The field service engineer (fse) inspected the module and found that the event was caused by specimen clot contamination and the sample probe vertical adjustment which was off. The fse then cleaned and decontaminated the sample line and adjusted the sample probe's horizontal and vertical specifications. The fse verified the pump pressure and confirmed the module was performing within specifications. The customer performed qc with successful results. Product labeling states "elecsys ferritin specimen collection and preparation - centrifuge samples containing precipitates before performing the assay." The investigation reviewed the last calibration performed on (B)(6) 2023. The calibration was within specifications. The investigation reviewed the qc charts (the actual qc results were not provided) and it appears to be acceptable before and after the day of the event. The investigation reviewed the alarm trace and noted that it contained "abnormal aspiration (sample probe b)" errors. These are indicators of possible poor sample quality. After service, no further issues were reported by the patient. The investigation determined the service actions resolved the issue. H3 other text : na.

Event description:
The initial reporter received questionable elecsys vitamin d total iii results from 13 patient samples tested on the cobas 8000 - cobas e 602 module. The initial results were reported outside of the laboratory. The reporter stated that a doctor questioned the result because it did not meet the patient's clinical picture. They then investigated the issue and discovered that there was a total of 13 questionable results and that in their instrument manager (im), these patient samples had been rerun by the analyzer with repeat results that were lower. The reporter stated that their staff verified the initial results before the repeat results were generated. Patient #1 the initial result was > 120 ng/ml with a data flag. The repeat result was 12.79 ng/ml. Patient #2 the initial result was > 120 ng/ml with a data flag. The repeat result was 17.97 ng/ml. Patient #3 the initial result was > 120 ng/ml with a data flag. The repeat result was 31.62 ng/ml. Patient #4 the initial result was > 120 ng/ml with a data flag. The repeat result was 21.43 ng/ml. Patient #5 the initial result was > 120 ng/ml with a data flag. The repeat result was 10.53 ng/ml. Patient #6 the initial result was > 120 ng/ml with a data flag. The repeat result was 12.10 ng/ml. Patient #7 the initial result was > 120 ng/ml with a data flag. The repeat result was 17.02 ng/ml. Patient #8 the initial result was > 120 ng/ml with a data flag. The repeat result was 18.16 ng/ml. Patient #9 the initial result was > 120 ng/ml with a data flag. The repeat result was 23.40 ng/ml. Patient #10 the initial result was > 120 ng/ml with a data flag. The repeat result was 18.99 ng/ml. Patient #11 the initial result was > 120 ng/ml with a data flag. The repeat result was 25.81 ng/ml. Patient #12 the initial result was > 120 ng/ml with a data flag. The repeat result was 14.55 ng/ml. Patient #13 the initial result was > 120 ng/ml with a data flag. The repeat result was 15.03 ng/ml. The repeat results were deemed correct.